Event description:
A donor center in a foreign country reported that during an uneventful plasmapheresis procedure, the donor informed the operator that the day following pt's prior donation, on 1/21/2000, pt experienced red urine. This was also believed to have occurred for this donor the day following pt's donation on 12/21/1999. There were no other symptoms reported nor did this donor receive any medical treatment. Pt is also still donating. The procedure in april, during which pt informed the center of the experience, was a successful donation and uneventful. The two prior donations were stopped before completion due to hemoglobin detect alarms. The center indicated there was no re-infusion associated with the two prior donations. The donor center does not consider this to be a reportable event. They only contacted baxter to discuss donor issues that might have contributed to this event. This donor had been deferred from plateletpheresis, but was approved for plasmapheresis due to the use of aspirin. The donor left the center in good condition.